Event description:
Information received from the (B)(4) study, indicated the (B)(6) female had a secundum asd. The aortic rim was present, the av valve, svc and ivc rims were sufficient; however, the retro-aortic rim was not sufficient. Balloon sizing was performed with an pts sizing balloon to stop-flow diameter of 28mm. A 30mm amplatzer septal occluder (aso) was implanted. Post-implant, no shunt was observed through the aso. Discharge echo showed trivial pericardial effusion. Effusion was faintly seen on procedural echo. No treatment was performed.

Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.